Event description:
The customer reported the system would not boot up. No patient injury was reported.

Manufacturer narrative:
The ge service rep removed and replaced the hard drive, loaded the system software, and rebuilt the system files. The machine works as intended.